Event description:
A reliant balloon was used in a pt as an accessory product in a pt for the endovascular treatment of occlusive disease. No abdominal aortic aneurysm was noted. The aorta and iliac vessels were diseased, calcified, and narrow; the distal aorta measured 13 mm in diameter. It was reported that aneurx stent grafts were implanted for treatment of the occlusive disease, the reliant balloon was inflated with 30 cc syringe with a 10:20 contrast: saline ratio solution used to model the aneurx stent grafts. Approx 10 inflations were performed without issue: the inflation pressure is unk. When removing the reliant from the pt, apparently the balloon was not entirely deflated, as some contrast may still have been inside. During removal, fluoroscopy was not used, and a snapping sound was heard; once the reliant catheter was entirely outside the pt, it was noticed that the balloon was missing, fluoroscopy was then used, and the balloon was seen at the contralateral gate. It is unk how the balloon broke, but it may have been caught at the contralateral gate. An ensnare was used to successfully retrieve the balloon, and the physician confirmed that all of the balloon was removed from the pt. The reliant stent graft balloon catheter was discarded after the procedure. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (device was not returned unable to follow-up). (Used for occlusive disease). Conclusion: (used for occlusive disease).